Event description:
Consumer complaint of blood result reading of "lo." Expected glucose is 250 mg/dl - 300 mg/dl. Customer states that they ran 3 blood tests on different people and the result was always lo. Reviewed the blood results in the meter memory: 12/05 12:24 pm lo, 12/05 12:11 pm lo, 12/04 5:04 pm lo, 12/04 10:35 pm lo, 12/03 1:59 pm lo, 12/03 1:38 pm lo.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).